Manufacturer narrative:
The suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. Part# 200347901, lot 1561897, expiration date 05/2023; part 220220902, lot 1554279, expiration date 05/2023; part 33650003, lot 1547784, expiration date 11/2022; part 33653206, lot 1545220, expiration date 08/2022 . Manufacture date for part # 200347901, lot 1561897 is 05/2015; manufacture date for part # 220220902, lot 1554279 is 05/2015; manufacture date for part # 33650003, lot 1547784 is 11/2014; manufacture date for part # 33653206, lot 1545220 is 08/2014 . Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the patient received an ankle replacement surgery. The patient had an infection because of a fall at the hospital. Now, the patient's ankle is subsiding and the patient alleges this is due to the implant. The patient has been in contact with the doctor who says the patient's only option at this point is amputation. No revision surgery has been reported as of this time.